Manufacturer narrative:
Correction: the event captured in 2937457-2024-00952 is no longer considered to be a reportable event related to the liberty select cycler. Additional information regarding this event was received by fresenius on 19 july 2024 from the patient's peritoneal dialysis registered nurse (pdrn). The cause of the patient's peritonitis event was attributed to breach in aseptic technique. There was no serious injury, adverse event, or reportable malfunction related to the liberty select cycler. There will be no further updates on 2937457-2024-00952.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius and reported being in the hospital with peritonitis. Attempts to obtain additional information were unsuccessful.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius and reported being in the hospital with peritonitis. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler and the patient¿s reported event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported infection, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler can be excluded as the cause of the patient¿s reported peritonitis event.